Event description:
The manufacturer received information alleging a ventilator's porting block adapter was broken. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The porting block adaptor was replaced to address the customer's complaint. The device also failed a step during testing. The device's active exhalation control module was replaced to address the issue. Porting block adaptor.